Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device was positioned within the patient and bowed. However, the sphincterotome bowed at "a larger angle than normal." Due to this bowing issue, the device was unable to cut. In addition, the center portion of the cutting wire was noted to be blackened. The procedure was completed with another ultratome sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the device was positioned within the patient and bowed. However, the sphincterotome bowed at "a larger angle than normal." Due to this bowing issue, the device was unable to cut. In addition, the center portion of the cutting wire was noted to be blackened. The procedure was completed with another ultratome sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual examination revealed that the exposed cut wire was discolored/blackened and bent. Additionally, the cut wire appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 4 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not bow completely, as a result of the melted/split extrusion. Additional testing found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device; the measured cutting resistivity was within specification. The returned incident device was not consistent with the complaint that the device bowed at a larger angle more than normal and unable to cut. Therefore, the root cause for the reported complaint is not confirmed. The damages that were identified are likely due to procedural factors/operational context. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.